Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced extra-auditory stimulation due to a partial post-operative migration of the electrode array out of cochlea. Reportedly five channels were found extra-cochlear. A re-insertion surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
The user's hearing performance with the device is affected. Reportedly, there has been extra-auditory stimulation (noticed on (B)(6) 2023) and imaging revealed an electrode array migration. During a revision surgery on (B)(6)2023 the electrode was reinserted into the cochlea.

Event description:
The user's hearing performance with the device is affected. Reportedly, there has been extra-auditory stimulation and imaging revealed an electrode extrusion. Re-positioning of the electrode is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.